Event description:
It was reported that one day after the iab was inserted the pt went to surgery. The pt was agitated and was moving around. Pt was extubated and was being prepared to begin weaning from the pump, when blood was noticed in the helium tubing. The iab was removed without any pt complications.